Event description:
It was reported that cartridge was damaged at cartridge canister and issue occurred one time. There was no adverse impact to the customer¿s blood glucose level. Customer did not use damaged cartridge for insulin delivery, changed to new cartridge, and successfully resumed insulin therapy, and cartridge was unavailable for return with no additional information received regarding further outcome of event.